Manufacturer narrative:
Product event summary: preventative maintenance was carried out on the console. Upon start up a power test error was received. Later console parts were ordered and troubleshooting carried out at a later date. The boards and connections were reseated. The console was rebooted and no start up error was received. The start up was cycled through six times without any start up errors. Upon starting preventative maintenance testing checklist, it was noted that the console had no flow. At a later date, troubleshooting was carried out and the pressure transducer (pt1) valve was disconnected and reconnected. The power supply was replaced. In conclusion, a preventative maintenance was carried out, the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician, and the decision to abort under general anesthesia cannot be assessed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the console would not power on during the case, the console was switched for another to resolve the issue. The case was aborted while the patient was under general anesthesia. During a later servicing, the power supply was replaced and unknown power test error was received. During another later servicing, the boards and connections were reseated and the console was rebooted. It was also reported that the console had no flow. During a third later servicing, the pressure transducer one (pt1) was reconnected. No patient complications have been reported as a result of this event.